Event description:
It was reported that device failed blockage test, did not alarm.

Manufacturer narrative:
As of today, device return has been requested for this complaint but has not been made available to the designated complaint unit. Without return of the actual device we cannot further investigate or confirm the details supplied in this complaint and try to determine a root cause. If the device is returned in the future then this complaint may be reopened. A review of the associated manufacturing assembly records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release.

Manufacturer narrative:
Investigation summary: the device was sent to our technical centre so a thorough technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. The reported complaint could not be replicated during the evaluation; a performance and safety check was conducted and no anomalies or problems were found, the device passed all functional tests and was confirmed working within specifications. A review of the device history record for serial number (B)(4) showed that this unit passed all acceptance criteria and was compliant upon release for distribution in september of 2015. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution.